Event description:
It was reported that a skin reaction occurred. On (B)(6) 2023, the patient developed a skin reaction with redness, inflammation, and infection underneath the sensor pod area only. The patient felt pain and swelling in her left arm and went to the hospital to have the area examined. The patient was diagnosed with cellulitis and the skin reaction was treated with a prescription of oral doxycycline, 100mg twice a day and oxycodone 5-325mg, 1 tab every 6 hours. At the time of report, the patient states the skin reaction has healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e. G. Redness, swelling, bruising, itching, scarring or skin discoloration).